Manufacturer narrative:
The initial reported event of infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pocked discomfort for about a month and the pocket began to swell. The implantable cardioverter defibrillator (ICD) system was explanted and cultures were positive for infection. No further patient complications have been reported as a result of this event.